Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and confirmed. Functional testing was performed and passed all relevant testing. The receiver was opened and an internal visual inspection was performed and passed and pictures were taken. The allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported.